Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges head set adhesive is not sticky and peels off after a few hours. Caller reported the cannula came completely out of the patient's leg. No adverse event reported. Requested return of the alleged device for evaluation.